Event description:
It was reported that at followup the lead had undefined impedance values during device interrogation suggesting lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.